Manufacturer narrative:
The contact reported that the customer was hospitalized due to low blood glucose levels. The contact reported that the hospitalization was resolved. Reportedly, the contact did not believe the hospitalization was due to the pump but declined to provide further information. Required intervention, hospitalization.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus requests without entering current bg levels and still having insulin on board (iob). Cartridge change sequence was completed on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no malfunction or failure identified related to the low bg event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level ranging from 24 to 50 mg/dl. The customer was uncertain of the suspected cause. The customer administered glucagon and consumed food and juice to stabilize bg levels. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.